Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal coban brand swab. Confirmation testing was performed on (B)(6) 2021 with biofire. Nasopharyngeal swabs generated negative results with biofire. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1036134 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1036134 and test base part number 190-430 / lot 1036134. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036134 showed that the complaint rate is (B)(4). Abbott diagnostic scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root case is patient sample interference.